Event description:
Reporter stated that the device's internal contacts appear to have melted. No operator injury was reported. Technical support requested the return of the suspect product, and replacement product was shipped.